Event description:
The customer passed due to a heart attack. Customer was wearing the pump at the time of death and was initially admitted to the hospital for high blood sugars. It is unknown what triggered the elevated blood sugars, but the family member stated that pt had been having a lot of problems due to the exceptionally hot weather.